Event description:
A malfunction was reported with a customer's insulin pump, specifically indicated by malfunction code "malf 0." There was no adverse impact on the customer's blood glucose level. Technical support (cts) arranged for a replacement pump to be sent and advised the customer to use a backup insulin pump in the interim.